Event description:
It was reported that the eagle eye gold catheter tip appeared to become separated during the procedure for a popliteal aneurysm. The physician reported the tip felt funny when loading onto the guide wire. Half way into the body, still inside the guide catheter, the physician reported the catheter tip did not look right under fluoro and withdrew the catheter. The guide wire was not removed. Upon removal of the catheter, the physician observed the catheter tip to the broken but still attached to the catheter. Upon further inspection of the tip by the tech outside the body, the tip became completely separated. It was reported that all portions of the catheter were accounted for. The pt being treated was a male in his late (B)(6). There was no report of pt injury or adverse event due to this event. The procedure was successfully completed with another same catheter without any further issues reported. The pt was released from the hosp according to the original treatment plan and it is reported that this occurrence had no effect on the pt's condition.

Manufacturer narrative:
Internal ref: (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing criteria. To date, no other complaints have been reported for this failure mode within this lot. The device has not yet been returned to the MFR for eval. A supplemental report will be submitted when the investigation results are available.